Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. An interior inspection was performed and the inspection failed, confirming the reported event of no audio output. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. Patient tested the alert functionality and reported the alerts were not functional. Patient did not report any injuries or medical intervention.